Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus catheter found that there were no kinks or any other damage. The balloon was received unfolded. The soft tip was observed and it was considered to be conforming. Also the distal and proximal balloon end and marker did not show any abnormalities. The inflation of the balloon could not be performed because of the material rupture. The device showed a pinhole at the distal part of balloon. As stated in the case description, it is likely that the patient anatomy (mildly calcified artery) contributed to the event. According to this investigation, no evidence could be found which supports the assumption that a device defect led to problems described in the case description. While a definitive cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or IFU was identified. A review of the lot history record for this device did not produce any findings relevant to this report.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they received cuvette not dry errors on synchron lx I 725 clinical system. When troubleshooting, the customer noticed drops of fluid on top of the reagent carousel cover. No injury has been reported in connection with this event.

Event description:
It was reported that the target lesion was de novo superficial femoral artery with mild calcification. During the first inflation at 10 atmosphere (atm) the fox plus balloon ruptured. A non-abbott same size balloon catheter was used in the procedure. There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.